Manufacturer narrative:
The complainant reported on (B)(6) 09 that the inside of the care e vac iii unit started on fire. The subject unit was returned to ohio medical corporation for evaluation. Unit (B)(4) was received by ohio medical corp on 06/11/09 and was evaluated by the repair center on 06/11/09. Evaluation of the returned unit (B)(4) showed that the unit would not power on and it smelled burnt. When the unit was opened, the inside of the casing and electrical components (circuit board) were charred and burned. As a result of the damage to the unit, the repair center recommended that the unit be scrapped instead of repaired. The unit was further evaluated by engineering personnel. The exact cause of the fire at the time of the initial report is unk. The investigation is currently ongoing.

Event description:
The inside of the unit was on fire per the complainant.